Event description:
It was reported that during the implant attempt of the pacing lead the physician experienced difficulty or problem with the screw of the lead. The lead was removed and not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was received and the helix was not fully retracted. The helix was able to be extended and retracted, but helix dimension was out of specification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).